Manufacturer narrative:
The fixation system subject of the reported event was processed under steris run ID 111963a (odms-rt) on (B)(6) 2020. The run file was reviewed and confirmed the product was processed to specifications. No issues were noted. The device history record was reviewed, and no abnormalities were identified. Steris is the contract manufacturer and contract sterilizer for the n-force 4.0 fixation system. Based on the documentation reviewed, there is no evidence to suggest that the assembly or processing activities performed by steris ast caused or contributed to the reported event. Steris communicated the results of our investigation to the OEM of the system, innovision inc., to internally investigate and evaluate for reportability. No additional issues have been reported.

Event description:
A customer contacted steris for information regarding product that made been assembled and processed by steris ast. The request was a part of the customer's investigation into a report of patient infection they received from their end user. Additional information regarding the patient procedure and patient was not provided.